Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation, the monitor would not power up. The failure was isolated to contamination on the table board and j502 of the ca board. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of battery (B)(6) been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged battery. Device evaluation of monitor has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation, the monitor would not power up. The failure was isolated to contamination on the table board and j502 of the ca board. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a battery pack will not power up. A us distributor reported that a monitor will not power up.